Manufacturer narrative:
The customer reported the external paddles failed to discharge during testing. This complaint is still being investigated. A f/u will be submitted upon completion of the investigation.

Event description:
The customer reported the external paddles failed to discharge during testing.